Manufacturer narrative:
Patient information was unavailable from the site. A site representative reported that, while in a spinal fusion procedure, the imaging system was not booting up and was unresponsive in 'system booting, please wait'. They said that they tried rebooting the system three times and were unable to boot it completely. Over the phone, the medtronic rep suggested that they boot the mobile view station (mvs) and the image acquisition system (ias) independently with the umbilical cable disconnected. After the ias and the mvs were booted independently the cable was connected and the system fully booted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. A software investigation was completed. This investigation could not determine the root cause of the reported event as system logs were request from the site but never received. Therefore, analysis is not possible. A subsequent full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the imaging system was not booting up and was unresponsive in 'system booting, please wait'. They said that they tried rebooting the system three times and were unable to boot it completely. Over the phone, the medtronic rep suggested that they boot the mobile view station (mvs) and the image acquisition system (ias) independently with the umbilical cable disconnected. After the ias and the mvs were booted independently the cable was connected and the system fully booted. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.